Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported the bd prn adapter leaked on (B)(6) 2024, a nurse in the third ward found a small amount of liquid leaking from the joint when using the disposable heparin cap.

Manufacturer narrative:
1. No defect sample returned sample and pictures from the customer 2. Review batch record information, 1 the complaint lot 3052879 was produced in the prn automatic assembly line, the production date is 2023-03, and the m860 packaging machine was packaged in 2023-03, and the batch of products totaled (B)(4). 2 - check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3 - check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or work activities. 3. Performed the leakage test for the retained sample of the complaint lot, (put the retained sample on the standard luer connector. Inject the standard pressure in it. Then check whether leakage at the connector position, the test result is that no abnormality on the retained sample. 4. Due to no samples returned. The root cause cannot be confirmed. 5. The plant continue pay attention to this defect.